Event description:
The customer reported that the vessel loops in their custom packs are inconsistently a darker or lighter color red. The darker red appears to be weaker and is breaking apart allowing the patient to bleed.

Manufacturer narrative:
Eval, method: no testing performed on device. Results: no results available as no eval was performed. Conclusions- device was not manufactured by aspen surgical.